Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Enbf2816c170ee on the left side etlw1624c124ee on the right side it was reported approximately 7 years post the index procedure the patient presented emergently. CT showed a suspected a type iiib endoleak with a fabric tear in the ipsilateral site. Intervention was completed where etlw1616c93 (B)(4) was implanted and completion angiography showed resolution of the endoleak. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Analysis summary: the reported endoleak was confirmed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the p re-implant anatomy. The endoleak appeared most likely to have been anatomy related. The most likely cause of the type iiib fabric endoleak was fabric wear due to external abrasion from aortic calcification surrounding the endurant limbs. The endoleak did not appear likely to have been a proximal or distal type I endoleak or a type iii separation endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.